Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device alarmed a "gas outflow obstruction". Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included full functional testing using test accessories without duplicating the customer's report. An internal inspection found no discrepancies. No obstructions to the gas flow were found. The device was recertified and returned to the customer. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device alarmed a "gas intake failure-3030". Complainant indicated that there was no patient involvement in the reported malfunction.